Event description:
It was reported that a scan showed that the white lumen had a fracture in it. Chemotherapy procedure.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.